Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, on one occasion, the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. On a separate occasion, it was reported that an altitude alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose was 82-181mg/dl.